Event description:
It was reported that the customer was using a soft61 insert set to clamp the aorta on a heart patient and upon the completion of the procedure, removal of the clamp, and the closing of the incision it was noticed that the clamp only had one insert in place. Follow up investigation indicated that the softjaw insert (black) may have not been placed on the clamp; however, the scrub nurse insisted it was. After the procedure, it was noted that a tractionjaw (gray) was on the clamp, but there was no softjaw. Two more inserts were opened during the procedure: one soft86 and one soft61 and there were three soft61 inserts observed in the instrument pan after the procedure. The nurse indicated that the case was overwhelming. Two x-rays were taken, one before the patient left the or and one after and neither x-ray revealed any evidence of the insert in the patient. This was for a triple valve procedure, replacement of both aortic and mitral valves and a tricuspid valve repair along with a CABG. There were no patient complications reported.

Manufacturer narrative:
No product was returned for evaluation. A review of the manufacturing records could not done without a lot number. No actual malfunction could be determined. This report is being submitted based upon the inability to confirm any part of the story.